Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative condition during testing. The device was not in patient use. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A ventilator inoperative code (error 009) was found in the ventilator's downloaded error log. The logged error code 009 indicates a potential malfunction of the ventilator's blower motor. The blower motor was replaced to address the logged error code.

Manufacturer narrative:
There was no patient harm or injury. The ventilator was found to audibly and visually alarm appropriately for a ventilator inoperative condition. The manufacturer will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.